Event description:
The customer reported the device will not work on backup battery. No patient involvement.

Manufacturer narrative:
(B)(4). The customer did not request onsite service they only wanted to talk with tech support.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.